Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified component of minicap extended life pd transfer set was broken which resulted in leak. The event was further described as "the transition system is broken from the connections due to which there was a leakage".this was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was clarified that the leak occurred between the main body and twist sleeve. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.